Event description:
This pt was having a total knee arthroplasty. A co's oscillating saw handle was used and a holding pin sheared off during bone cut. 2nd pin not located in knee, drapes or floor. Surgery was not delayed nor was there harm to the pt.